Event description:
The patient reported feeling a jolting sensation from the transmitter but not the antenna. The patient is using their other transmitter assembly (set at the same parameters) with no complaints. No additional adverse events or complications have been reported and the patient continues to have 80% relief. Additionally, the patient was provided a replacement transmitter assembly.

Manufacturer narrative:
The transmitter assembly was received at curonix headquarters for investigation on october 17, 2023. The investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended stimulation occurred, the patient having another non-curonix device implanted, changing the waa parameters intentionally or unintentionally, and the patient experiencing unintended stimulation in a new area that is not targeted for therapy have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the unintended stimulation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Manufacturer narrative:
The transmitter assembly was received at curonix headquarters for investigation on october 17, 2023. The investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended stimulation occurred, the patient having another non-curonix device implanted, changing the waa parameters intentionally or unintentionally, and the patient experiencing unintended stimulation in a new area that is not targeted for therapy have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the unintended stimulation is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported feeling a jolting sensation from the transmitter but not the antenna. The patient is using their other transmitter assembly (set at the same parameters) with no complaints. No additional adverse events or complications have been reported and the patient continues to have 80% relief. Additionally, the patient was provided a replacement transmitter assembly.